Event description:
A false positive advia centaur xp (B)(6) result was obtained by the customer on a patient sample and was considered discordant when compared to repeat sample testing results. There was no report of patient treatment being prescribed or altered and there was no report of adverse health consequences due to the discordant advia centaur xp (B)(6) result.

Manufacturer narrative:
The cause for the discordant advia centaur xp (B)(6) result is unknown. The customer's initial positive result was reported out. Subsequently, the customer observed that the negative control was out of range on the higher end. The reagent was exchanged and recalibrated. The quality controls were then within range. The patient sample was repeated, resulted as nonreactive and a corrected report sent. A siemens field service engineer (fse) visited the customer site for system inspection and performed a total service call. The fse found reagent probe 2 bent, replaced it and verified the positioning. The fse corrected the wash well probe position, replaced a leaking base probe o-ring and verified dispense volumes. Quality controls were within acceptable range. No conclusion can be drawn. The instrument is performing within specification. The (IFU) under the interpretation of results section states: "sample results are invalid and must be repeated if the controls are out of range."